Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump sensor was missing the filament. The customer¿s blood glucose was 260 mg/dl at the time of incident. No troubleshooting was performed. The sensor is being replaced and is expected to return for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.